Manufacturer narrative:
UDI: product made prior to compliance date, gtin unavailable. It was not possible to investigate the complaint as no sample was returned for evaluation. If the sample is returned in the future, this complaint will be re-opened and evaluated. A search for relative complaint was not possible as the lot number was unknown. Review of the history device records was not possible and the lot number was unknown. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time, this complaint is closed. Device discarded.

Event description:
Rotor was broken. The event occurred during the implantation procedure, the complaint device was discarded. There is no report of injury or delay associated with this event.

Manufacturer narrative:
Updated UDI: product made prior to compliance date, gtin unavailable; (B)(4). Upon completion of the investigation it was noted that the valve was visually inspected it was noted that the stator was dislodged. Therefore; the cam position/pressure could not be determined. The valve was hydrated. The valve was flushed, the valve passed the test no occlusion was noted. The valve was leak tested, no leaks were noted. The catheter was irrigated, no occlusion noted. The valve was dried. The valve was dismantled and was examined under microscope at appropriate magnification: corrosion was noted on the stator. The cam magnets were controlled. The magnets passed. Review of the history device records confirmed the valve product code 82-3100 with lot ckfbwj, conformed to the specifications when released to stock in (B)(4) 2009. The root cause of the corrosion could not be clearly determined. Investigation for the corrosion issue on hakim valves is being followed with CAPA. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.